Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: the flow sensor calibration failed and caused an "external flow sensor failed" alarm. This abnormity was noticed during usages. The alarms were observable both visually and through hearing. This malfunction was reproducible. There is patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation still ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information as requested.  Updated fields: b4, d1, d4, g1, g3, g6, h2, h3, h4.

Event description:
The following was reported to hamilton medical ag: the flow sensor calibration failed and caused an "external flow sensor failed" alarm. This abnormity was noticed during usages. The alarms were observable both visually and through hearing. This malfunction was reproducible. There is patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.